Event description:
It was reported that vascular spasm noted during re-selection attempted resulting in procedure cancelled. Patient was presented with pelvic congestion syndrome. A 12mm x 40cm interlock -35 was selected for use in an embolization. During the procedure, the initial coil configuration was unsatisfactory. During retrieval for re-deployment, the coil became stuck, requiring withdrawal of the entire system. While preparing for a new coil, the non-(B)(6) guide catheter dislodged from the left renal vein, and attempts to re-select were complicated by vascular spasm, leading to termination of the procedure. There were no patient complication as the result of this event. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).